Manufacturer narrative:
Product lot number was unable to be obtained. Implant date was unable to be obtained. The date, (B)(6) 2015, is an estimated implant date. The med complaints specialist, integra lifesciences reported on (B)(6) 2015 that email, postal mail, certified letter request and voicemail attempts for follow up info have been made to the physician. No follow up info has been received to date. Although no injury occurred in this case, the pt required an additional surgery for a revision of the tendon repair. Organogenesis has decided to submit this event as an MDR.

Event description:
Organogenesis inc. Was notified of the event on (B)(6) 2015 via email communication from contractual partner. On (B)(6) 2015, sales representative from (B)(6) reported to (B)(4), on behalf of the customer (B)(6) hosp (B)(6) that inforce was used as reinforcement to an achilles tendon repair. A few weeks later it was noted that the inforce graft had broken down, dissolved and was no longer holding the tendon together. The doctor had to take the pt back to surgery for a revision of the tendon repair.